Event description:
A health care professional reported the thickness of the flap was incorrect in right eye of a patient, during lasik surgery. Currently there were no postoperative complications.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Preventive maintenance performed on the 15th oct 2023, and system met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during start-up and not as recommended every two hours. Logfile shows thirty-six successfully performed treatments. The reported treatment could be identified in the logfile. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. The root cause could be identified as user error. The canal width is below the recommended values. The manufacturer internal reference number is: (B)(4).